Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. A cartridge change was performed resolving the occlusion.